Event description:
It was reported that impedance was detected on the previous implantable pulse generator (ipg) and the battery reached end of life, prompting a decision to replace the ipg to maintain patient therapy. During the replacement procedure with the implantable neurostimulator, impedance was detected again. Erratic and fluctuating impedance values were observed across electrodes during testing at 1.0 ma, with indicators alternating between orange, red, and green. The patient¿s condition deteriorated and dystonia was not under control. The patient's hcp was not trained for lead / extension replacements, so they proceeded with the ins replacement only. The plan was to have the extension replaced once an experienced surgeon becomes available. Troubleshooting steps included removing, cleaning, and reinserting the leads multiple times, as well as reprogramming of the leads by a neurologist. Throughout the testing, the impedance values fluctuated erratically across electrodes, alternating between orange, red, and green indicators. These irregular impedance shifts occurred consistently during all test cycles. The issue remained unresolved at the time of the report. Additional information was received reporting that no impedances were found in 2023-sep on monopolar electrode 3 (2185). The extensions were replaced on (B)(6) 2026 and the impedances were better. The issue as resolved.

Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot#: unknown, implanted: on (B)(6) 2023, explanted: on (B)(6) 2026, product type: extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.